Event description:
On 03/18/2010, a spontaneous report was received from a physician regarding a female (age not reported) who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included previous injection of prevelle (hyaluronic acid dermal filler with lidocaine) (reported as "prevel") on an unspecified date in (B) (6) 2009. The patient's skin type and concomitant medications were not reported. The patient received a 1 cc injection of restylane-l on (B) (6) 2010 in different areas on the nose. Pre-procedure medication included an unspecified numbing cream. No additional procedures were performed at the time of implantation. The physician noted the area looked fine on the "date of application." On (B) (6) 2010, the day after the implantation, the patient experienced bruising around the alar margin of the nose and redness. On the morning of (B) (6) 2010, the physician was sent pictures of the patient and noted it looked ischemic, infected or both. The physician prescribed unspecified oral antibiotics and the appearance was slightly improved. The physician reported he thought the patient was admitted to the hospital for unspecified intravenous (IV) antibiotics on (B) (6) 2010. The physician believed that there was vascular compromise, as the tip of the patient's nose was black and the area was "mummified." The physician reported the patient would need a "major reconstructive procedure." No additional information was provided. The physician did not comment on causality or the severity of the events. The lot number and expiration date were not reported.